Event description:
If the anesthesia tubing is occluded, which can usually occur accidentally in the or, the monitor does not produce an adequate alarm. It initiates the blood pressure measurement cycle for several trials but it seems to turn itself off. It either displays an inadequate alarm or does not indicate the correct blood pressure measurement. Also, the co2 analyzer calibrates unexpectedly preventing the co2 wave info from being available, often at critical times. Co2 is used to confirm endotracheal tube placement but the calibration makes the info unavailabe. Therefore it does not provide any info.